Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 450 mg/dl and ketones. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital three days later with the issue resolved and no permanent damage. Reportedly, the customer cleared the malfunction alarm and continued to use the pump for insulin therapy.